Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective electropneumatic valve. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the insufflator did not work and turned off after the device was powered on. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the device did not meet the time value during the abdominal cavity pressure control (small) check step. The electropneumatic proportional valve unit was clogged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.